Event description:
Same case as MFR report #: 2134265-2008-03994. Clinical trial: it was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal resistance occurred. The index procedure identified and treated two target lesions. Target lesion one was a de novo, mildly calcified, mildly tortuous, proximal circumflex lesion measuring 3.0x30mm with 90% stenosis. Target lesion one was treated with direct stenting using a 3.0x32mm taxus liberte stent resulting in 0% residual stenosis. Target lesion two was a de novo, mildly calcified, moderately tortuous, mid rca (right coronary artery) lesion measuring 2.25x22mm with 65% stenosis. Target lesion two was treated with predilation and placement of a 2.25x24mm taxus liberte stent resulting in 0% residual stenosis. The investigator reported "some stickiness on withdrawal" of the taxus liberte stent delivery balloons for both devices used in this case. There were no reported patient complications as a result of this event.

Manufacturer narrative:
A device was not returned for analysis, therefore a technical analysis could not be performed. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.